Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the flickering issue. The technician noted the unit had not been serviced during the recommended interval and the battery and power board needed updating. Additional part used: glidescope® avl monitor. Catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with video baton 3-4, the monitor was showing flickering images. No delay in the procedure was reported. It was unknown if use of a back-up device was needed to complete the procedure. No harm to patient or user was reported.